Manufacturer narrative:
Additional information in b5 (describe event or problem), and d4 (serial #). The customer's complaint was not confirmed during the functional testing and the archive data review of the returned autopulse nxt platform (sn (B)(6). The customer's complaint was not reproduced during the testing and the nxt platform functioned as intended. No significant discrepancies were found in the archive file. The nxt platform passed the compression test and final test without issues.

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6) did not seem to provide good compressions. The nxt platform appeared to be underperforming based on a-line measurements. While the customer received good a-line measurements with manual compressions, there was no change in a-line measurements when the nxt platform was deployed. There were no error messages, and no interference was observed on either side of the patient. The customer acknowledged that they may not have allowed enough time for the nxt platform to engage properly and might have positioned the nxt band too low (appeared diaphragmatic). No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse nxt platform (sn unknown) did not seem to provide good compressions. The nxt platform appeared to be underperforming based on a-line measurements. While the customer received good a-line measurements with manual compressions, there was no change in a-line measurements when the nxt platform was deployed. There were no error messages, and no interference was observed on either side of the patient. The customer acknowledged that they may not have allowed enough time for the nxt platform to engage properly and might have positioned the nxt band too low (appeared diaphragmatic). No further information was provided. The patient's status information was requested, but the customer did not provide a response.